Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated shorting/low impedance in an integrated circuit. (B)(4).

Event description:
It was reported that prior to implant, the physician was able to interrogate the device in the box and with the sterile sleeve at implant. However, post-implant the physician was unable to interrogate the device using a different programmer. The physician attempted to interrogate using the programmer used prior to implant, but was unable to interrogate then as well. The device was explanted and replaced successfully. No patient complications have been reported as a result of this event.